Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. Review of the log files revealed the device functioned as intended and there were no contributing anomalies. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures.

Event description:
Related manufacturer reference 3005188751-2016-0042, 3005188751-2016-00043. Following a successful ablation procedure on (B)(6) 2016, the patient was discharged to home in stable condition. The next evening, the patient lost consciousness and emergency medical services found the patient asystolic and CPR was initiated. After the thirty minute transport to the hospital, the patient remained asystolic and was pronounced dead on arrival. It was indicated the patient had stopped taking his anticoagulant after the procedure. There were no performance issues with any sjm device during the procedure.